Event description:
It was reported that the patient presented with palpitations. It was also noted that the right atrial (ra) lead appeared to exhibit far field r-wave (ffrw) oversensing, which possibly triggered the patient's atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.